Event description:
The customer reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and collimator were adjusted and the power cord was repaired during the service call. The system was tested and found to be working as intended and put back into service.